Event description:
The customer reported a few drops of fluid leaked outside of the instrument from the probe during system startup involving the coulter act diff 12 analyzer. The customer was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. The customer observed buildup in the probe wipe line. Beckman coulter customer technical support (cts) instructed the customer to bleach the probe wipe line. The customer completed two startup tests followed by a patient sample. No fluid leaks were observed. The instrument was returned to normal operation. (B)(4).